Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. Upon investigation, the battery charger was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery.